Manufacturer narrative:
.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis. A trunk ipsilateral leg component was advanced using a push-up technique however the physician was unable to push up as proximally as intended during deployment, resulting in total unintentional coverage of the right internal iliac artery (riia) and no blood flow to the riia. Completion angiography showed a type ii endoleak at the conclusion of the procedure. No additional treatment for coverage of the riia was performed and the patient will be monitored by the physician. It was reported that the patient had a short aortic neck which contributed to the unintentional coverage.